Event description:
The customer reported occlusion and failure to prime on the insulin pump. The customer also reported being hospitalized with a blood glucose value below 40 mg/dl. The customer stated that the insulin pump went into threshold suspend but the sensor was inaccurate the blood glucose value was lower than the sensor glucose value. Customer reports the alarm was resolved by a complete set change. Troubleshooting was not completed because the occlusion was a past event, and the customer believed the problem was resolved by an infusion set change. The customer did not wish to return the related infusion set or reservoir for analysis. The customer was sent replacement sensors. The customer was advised to monitor the insulin pump and to call the helpline back if the issues recurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).